Manufacturer narrative:
The insulin pump alarmed error alarm and had no button response due to flattened button dome switch. No unlocked lcd keypad connector. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, the buttons on the insulin pump weren't responding. Customer's blood glucose was 11.2 mmol/l. The doctor had tested as well. Customer agreed to return the device for analysis.